Event description:
Pt had minimal tortuosity in the vasculature, but had a small lesion in the sfa that the physician elected to treat with a zilver stent and another MFR's balloon for pre and post dilation. The zilver stent was a 7x40 and the balloon was a 6x2. The physician pre-dilated and deployed the stent. The stent shortened and after taking measurements, it appeared that the 40mm stent only expanded to 34.62mm. Physician did a post-dilation and while the balloon was in place in the stent, a picture was taken to measure and compare. The stent barely cleared the 2cm balloon. The stent almost missed the lesion, but the physician elected to not place another stent for additional coverage.

Manufacturer narrative:
Evaluation: the customer returned an x-ray to assist in our investigation. An examination confirmed the stent was compressed. Therefore, we can say with confidence that this incident occurred as a result of user error rather than a defective, incorrect or non-conforming product. Per our instructions for use manual, "do not push the hub toward the handle during deployment".